Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-feb-2023. H.6. Investigation summary: bd received seventeen (17) samples, and five (5) photos for investigation. Evaluation of the returns and photos revealed multiple bubbles in the gel confirming the customer's indicated failure mode gel air bubbles. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood draw with 16 bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer used the vacuum blood collection tube 366881. During the blood drawing process, he found that there were bubbles in the separation gel. After the blood was drawn, the blood entered the air bubbles, which made it impossible to centrifuge. Therefore, the use was discontinued and a complaint was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after blood draw with 16 bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer used the vacuum blood collection tube 366881. During the blood drawing process, he found that there were bubbles in the separation gel. After the blood was drawn, the blood entered the air bubbles, which made it impossible to centrifuge. Therefore, the use was discontinued and a complaint was reported.

Event description:
It was reported that after blood draw with 16 bd vacutainer® sst¿ ii advance plus blood collection tubes air bubbles were discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer used the vacuum blood collection tube 366881. During the blood drawing process, he found that there were bubbles in the separation gel. After the blood was drawn, the blood entered the air bubbles, which made it impossible to centrifuge. Therefore, the use was discontinued and a complaint was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.